Event description:
It was reported by the customer that a pyxis medstation es system had a full height drawer unable to open. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer unable to open and had a solenoid gets overheat. A field service engineer replaced the solenoid and also the insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem section d medical device brand name, medical device catalog, medical device model, unique identifier (UDI), section g reporting office contact, section h device manufacture date and manufacturer narrative. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 04jul2023, was conducted. The review confirmed that no manufacturing nonconformances or production related failures were identified that correlate with the customer reported issue. The reported condition of auxiliary drawer 6 full height not opening was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the bd fse reported that during visit he reseated all cables and checked rails with no success. During service, burning smell was noticed when rebooted and discovered solenoid was getting hot. The problem was that the solenoid was bad. Removed drawer and dismantled to remove solenoid and replaced with a new one. Fse tested drawers in hta. Customer recovered and tested drawer. During dchu visual inspection: p/n 359408 01: received with scratches on its surface. P/n 119879 01: received with signs of thermal damage as discoloration on the foil cover of the copper coil, indicating presence of overheating. During dchu testing: p/n 359408 01: since the nature of the component does not allow further investigation, testing was deemed unnecessary. P/n 151801 01: the solenoid was measured using a dmm and was found to be shorted. The solenoid overheating caused the walls where the plunger seats to warp, which is now causing the plunger to stick. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system had a full height drawer unable to open. As per part investigation, it was determined that solenoid failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.